Event description:
I have been wearing dexcom g7 sensors for the last two years. In the last week, I've had four sensor failures where the sensor bricked itself for an unknown error and said, "sensor failed." I am frustrated in the quality of this product. Reference reports mw5170486, mw5170487, mw5170489.